Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. (B)(4). Follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 05dec2018. Date of manufacturer: 03dec2018. Philip's international service technician replaced the touchscreen to address the reported issue. The machine was operating normally.